Event description:
On (B)(6) 2012, the patient contacted animas and stated that the down arrow keypad button was unresponsive and required increasingly more force to elicit a response. The issue has been reportedly noticed for a month. The patient reported that lately the button has to be held down and fiddled with for 10 minutes before it would respond. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.